Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump smelt like melted plastic. There were no temperature alarms. Contact did not see any visible damage. Cartridge was changed and insulin delivery was resumed. Customer's blood glucose was not impacted.